Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed that the issue had occurred previously and arranged for the pump to be replaced. The customer was instructed to return the faulty pump using a pre-paid label and a return box, with a replacement pump sent to them.